Event description:
It was reported that after application with flex, a pseudoaneurysm with contrast medium leakage forms after the actual stenosis in the straight segment. Even inserting an occlusion balloon cannot stop the bleeding, which is why surgical intervention was necessary. During the open procedure, the surgeon described this rupture as a slit several cm (approx. 4 cm) long.